Manufacturer narrative:
Detailed product information was not provided to bsc. Due to limited information and the lack of initial reporter contact details a good faith effort to obtain the information is not possible. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting oversensing and high capture threshold measurements. Ventricular capture was unable to be confirmed. No additional information is available at the moment. No additional adverse patient effects were reported.